Event description:
It was reported that during the surgical extraction of wisdom teeth at the user facility, the drill was overheating. No reported delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Worn components were discovered throughout the device, which was identified as the probable cause of the reported overheating.